Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Manufacturer narrative:
4 pen needles impacted from lot # 3335045. See section c for additional information.

Event description:
Customer called to report that five boxes of micro-fine needles were bought from xx online store and had used more than one box, there were 3-4 needles could not inject insulin. Skin bulged when needles could not inject insulin, and bruising at the injection area after the needles were removed. Customer didn¿t reuse the needle. When injecting a new insulin, customer exhausted air out, but after that, customer sometimes exhausted the air out and sometimes not. Customer changed injection area around the umbilicus, and there was no subcutaneous nodule. Customer could not remember whether he exhausted air out or not when using these clogged needle. Problem needles have been discarded, one box (7 needles, unused) has been sent back for testing. A phone call customer response is needed. Customer has no other requests. Sample availability: yes. Sample availability details: physical sample available only.